Event description:
It was reported that the pt expired in 2008, same day of the surgery due to unknown reasons. It is unknown if death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.